Event description:
The reporter contacted animas on (B)(6) 2013 requesting additional training for themselves and the patient. The reporter stated that the patient's mental capacity has declined in part due to a stroke. The reporter stated that the patient accidentally over bolused and had a severe hypoglycemic event. This report is being made due to the patient's hypoglycemic event that resulted from the patient accidentally over bolusing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient accidentally over bolusing).